Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured left-sided, clinoid segment aneurysm with a max diameter of 3mm and a 4mm neck diameter. The landing zone was 4.5mm distally and 4.78mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the preoperative thromboelastography result met the target criteria. The angiographic result post procedure showed complete aneurysm stasis. It was reported that after the 5f navien intracranial support catheter was positioned in place, a p27 catheter was further used to deliver the ped-475-16 stent to m2 and beyond. The stent was deployed according to the standard steps, and the tip end opened smoothly. It was then pulled back to the internal carotid artery, but at the c6 segment, it could not be opened. Repeated attempts still failed to open it. After resheathing, it was redeployed, but it still could not be opened, so it could only be retrieved. It was then replaced with a ped-450-18, and the procedure was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.